Manufacturer narrative:
The reference: (B)(4) has been allocated to this case. The event description provided states that immediately following implantation of the rayone spheric rao100c into the eye the healthcare professional observed a crack in the iol. No furher details of the event are available currently. Rayner is following up with its taiwan distributor to obtain additional information to facilitate further investigation of the event. Product evaluation is anticipated but not yet begun. Rayner is awaiting the return of the device associated with this report. The rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure incorrect: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error (not applicable in this case) and cracked optic surface post injection due to dehydration of lens. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch: 102202842.

Event description:
On 16th march 2023, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the optic was observed to have cracked immediately following implantation into the eye.